Event description:
It was reported that the cartridge was leaking from the septum. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer loaded a new cartridge to address the bg and the issue.